Event description:
It was reported during service at user facility that the weld between top and bottom aseptic housing is loose and there is potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Manufacturer narrative:
The reported event, the weld between bonnet and housing is getting loose, was confirmed. Device was placed in parts retention.

Event description:
It was reported during service at user facility that the weld between top and bottom aseptic housing is loose and there is potential for housing to open and expose non sterile battery to the surgical site. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.